Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using a gore&#59412;tag&#59412;thoracic endoprostheses (proximal: tg3115/06683029, distal: tg3415 /06690585) for a thoracic aortic aneurysm repair. After the procedure, a distal type I endoleak was identified. The aneurysm diameter was 57 mm. On (B)(6) 2009, the patient was discharged. The distal type I endoleak remained. On (B)(6) 2009, the patient underwent an endovascular procedure using a gore&#59412;tag&#59412;thoracic endoprosthesis (tg3415/06822710) for the distal type I endoleak repair. On (B)(6) 2010, in one-year follow-up study, the distal type I endoleak remained. The aneurysm diameter was 51 mm. On (B)(6) 2010, the patient underwent an additional endovascular procedure using a gore tag&#59412;thoracic endoprosthesis (tgt3415/7791971) for the distal type I endoleak repair. On (B)(6) 2010, the patient passed away. The cause of death was unknown, although it was reported to be not due to aneurysm rupture. No further information was obtained.